Event description:
It was reported to a third party service agent that the customer's device powered off unexpectedly three (3) times while monitoring a patient. Medical personnel advised that they were monitoring the patient's ECG rhythm and measuring other vital signs. Medical personnel further advised that the device was manually rebooted each time and that the batteries were approximately 4-5 years old. The shutdowns reportedly occurred at times of little to no motion and that following the third loss of power, medical personnel removed and reinstalled battery 2 after noticing that there was no battery 2 indication on the device's display. Following the removal and reinstallation of battery 2, the device operated normally and no further losses of power were observed. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Upon further analysis of the device's electronic records, the third party service agent observed that the three (3) unexpected shutdowns were accompanied by rapid switching between batteries indicating a contact issue with battery #2. It was determined that the cause was due to battery #2 not being fully seated in the battery well. The customer was warned to ensure that the device's batteries are fully seated. As a precaution, the third party service agent replaced the device's battery pins, power pcb assembly and battery wire harness, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control has determined that it's reasonable to conclude that the cause of the reported issue was use error due to battery #2 not being properly seated in the battery well.

Manufacturer narrative:
(B)(4). The customer's device has not been returned to physio-control for evaluation. The third party service agent evaluated the customer's device but was unable to duplicate the reported issue. The device's electronic records were downloaded for review. Upon evaluation of the electronic records, the reported losses of power were verified. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
It was reported to a third party service agent that the customer's device powered off unexpectedly three (3) times while monitoring a patient. Medical personnel advised that they were monitoring the patient's ECG rhythm and measuring other vital signs. Medical personnel further advised that the device was manually rebooted each time and that the batteries were approximately 4-5 years old. The shutdowns reportedly occurred at times of little to no motion and that following the third loss of power, medical personnel removed and reinstalled battery 2 after noticing that there was no battery 2 indication on the device's display. Following the removal and reinstallation of battery 2, the device operated normally and no further losses of power were observed. There were no adverse effects to the patient as a result of the reported issue.